Event description:
Edwards received notification that a 27mm ce magna valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately nine (9) years due to calcific-degeneration leading to stenosis. As reported, patient presented with syncope. A 26mm transcatheter valve was implanted within the pre-existing edwards surgical device with great result. As reported the outcome was perfect and was noted as to be discharged home.

Manufacturer narrative:
H10 manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a patient with a 27mm ce magna valve implanted in an unknown position, underwent a valve in valve procedure after an implant duration of approximately eight (8) years and four (4) months for unknown reason. A 26mm transcatheter valve was implanted withing the pre existing edwards surgical device. As reported the outcome was perfect.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10 additional manufcturer narratve: in the absence of patient initials, the edwards case number has been added to identify this patient.